Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) was confirmed. Upon investigation the monitor was unable to be programmed and showed abnormal shutdown in it's flag files. Investigation revealed the monitor had a defective av flash memory (u308). The defective memory prevented the programming of the monitor and caused the abnormal shutdowns. The root cause for the defective av flash memory was unable to be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's wife contacted zoll customer support several service codes with the patient's monitor. The patient was issued a replacement monitor.